Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had abnormal parameters (unspecified). The device was in clinical use when the issue occurred. A follow up was performed with the key market, and the responder reported that there was no patient or user injury during the event. The key market responder reported that the data acquisition (da) board had failed, no further details regarding the issue were provided. It was then reported that the da board was replaced to resolve the issue. The device was returned to service.